Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic was implanted with an impella rp device for mechanical circulatory support. While on support the patient was found to be positive for a brain bleed. Heparin was removed and bicarb was added to the purge. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.